Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to superficial infection and erosion. Reportedly, the patient was treated with antibiotics initially and had some improvement in symptoms; however, on follow up, the site started showing signs of infection again as the patient had been repeatedly picking at the incision site and had also used nail clippers to pick at the incision, causing a large scab over the incision site with the device exposed. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to superficial infection and erosion. Reportedly, the patient was treated with antibiotics initially and had some improvement in symptoms; however, on follow up, the site started showing signs of infection again as the patient had been repeatedly picking at the incision site and had also used nail clippers to pick at the incision, causing a large scab over the incision site with the device exposed. There were no additional adverse patient effects reported. The ICD was explanted.